Event description:
A healthcare professional reported rupture on the left side. The device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 postal code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell and orientation dot assessed as inconclusive. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
A healthcare professional reported left side rupture diagnosed by ultrasound. Mammogram test showed "benign calcifications." The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12-jul-2024.

Event description:
A healthcare professional reported left side rupture diagnosed by ultrasound. Mammogram test showed "benign calcifications." The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Explanting physician reported left side device rupture diagnosed by ultrasound. Mammogram test showed ¿benign calcifications¿. The device remains implanted.